Manufacturer narrative:
Investigation summary: one sample was returned to sbdm, lot number is 1807253. Sbdm noticed a yellow color fm on the outside of barrel, dimension of the fm being 2 mm x 5mm. Initial conclusion from sbdm is that the fm may be yellow tape. House sample inspection: sbdm inspected 25 pcs of house sample from lot 1807253, no fm was observed. Device history record review: sbdm review the manufacturing record for lot 1807253, no abnormality was observed. Customer complaint record review: sbdm reviewed internal customer complaint record, there is no same issue for same sku from other customers. Root cause: from investigation, sbdm concluded the fm to be yellow tape. From the syringe manufacturing process, sbdm assume that the fm outside of the barrel occurred while the barrel was moving on the moving belt in injection process. There is tape on the conveyor belt to prevent scratch on barrel. It is likely the piece of tape might be detached by repetitive impact by barrel, causing the tape to be attached on the barrel. Lastly, the inspector in the syringe assembly line could not notice the fm during manufacturing. Corrective actions: sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspectors. Sbdm will implement tightened product & process inspection and strengthening quality inspection for syringe manufacturing process. Sbdm will remove tape and install stainless guard to prevent fm in the injection line. Sbdm will implement 100% visual inspection on syringe packaging process and also had retrained on inspection method for packaging inspector due to this complaint case effective.

Event description:
It was reported that there was foreign matter in the bd¿ syringe package. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the bd¿ syringe package. There was no report of exposure, injury, or medical intervention.